Manufacturer narrative:
.

Event description:
The hcp reported a pump volume discrepancy. The expected volume was 3 mls and the actual volume aspirated was 18 mls. The hcp reported that the patient had experienced a return of symptoms, but stated that her condition was "fair." No alarms had been heard nor had any other diagnostic studies been done. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.